Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped down to 1.8 mmol/l (32.4 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. The patient was taken to the hospital by an ambulance and treated with an infusion. The pod was removed at the hospital.